Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels (200 and 259 mg/dl) and the cause was not known. A correction bolus was delivered and the bg lowered (as low as 48 mg/dl). Glucose gel was consumed to address the low bg. Tandem technical support reviewed the pump data and confirmed that the pump calculated the bolus correctly. The contact discussed the event with a healthcare provider and the basal and correction factor values were adjusted.